Event description:
The patient was admitted to outpatient surgery for right wrist scapholunate ligament reconstruction. The surgeon was tying the suture for the anchor and it broke. The surgeon used a different kit that had the same suture and same anchor (but no drill bit) to complete procedure. Patient outcome was affected by an increase in surgical time required to complete the procedure.